Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Zhang, 2022 ¿ mediastinal extension of a progressively enlarging pseudocyst treated by eus-guided transgastric drainage in a child: a rare case report. A 13-year-old girl was diagnosed with acute idiopathic pancreatitis complicated with pseudocyst 18 months ago. The patient was referred to our hospital with a recurrence of abdominal pain. She was unable to lie down due to dyspnea. Her height and weight were 158 cm (p50) and 44 kg (p25-p50), respectively. The CT of the chest and abdomen showed a pancreatic pseudocyst extending into the posterior mediastinum, accompanied by left shifting of esophagus [figure 1d] and compression of the stomach. Magnetic resonance cholangiopancreatography (mrcp) was performed, revealing the pancreatic duct was dilated, but not disrupted. This indicated that the highpressure pseudocyst had penetrated into the posterior mediastinum through the esophageal hiatus again. After the discussion among a multidisciplinary team, including endoscopists, interventional radiologists, and surgeons, the eus-guided transgastric drainage was determined to resolve the severe symptom. Eus (eg-580ut, fujifilm) showed a large cystic lesion in the body of the pancreas, which extended into the posterior mediastinum.the maximal cross-section size was approximately 16 cm × 12 cm. The puncture point was chosen 2 cm below the cardia. The 19g puncture needle (m00550001, boston scientific) was used to puncture the cyst and 6 ml of cyst fluid was aspirated (cyst amylase: 27071 u/l). Then, a 0.035-inch guidewire (m00556581, boston scientific) was inserted. The tract was dilated using a 10-fr cystotome (cst-10, cook medical), followed by a 10-mm dilation balloon dilator (mbd-0655-18, micro-tech (nanjing)) for 5 min. Two double-pigtail plastic stents (7fr, 7cm) (zso-7-7, cook medical) and one nasobiliary tube were placed across the dilation tract. The procedure was uneventful. Follow-up of CT after 2 days of the operation revealed a dramatic decrease in the cystic size. The nasobiliary tube was removed 4 days later. Due to the global pandemic of covid-19, the patient was delayed to attend our hospital 7 months after the operation. She was free of symptoms and her height and weight were separately increased by 7 cm and 20 kg. A repeat CT confirmed the complete resolution of the posterior mediastinal-epigastric cystic mass. Then, the two stents were removed . Follow-up of CT after 2 months reported a reduction of the mediastinal pseudocyst, the residual cavity contains viscous proteinaceous effusion, and the patient is asymptomatic. The patient continues to be followed up regularly. Follow-up of CT after 2 months reported a reduction of the mediastinal pseudocyst, the residual cavity contains viscous proteinaceous effusion, and the patient is asymptomatic. Off label use of cst-10. 13-year-old girl was diagnosed with acute idiopathic pancreatitis complicated with pseudocyst. Her height and weight were 158 cm (p50) and 44 kg (p25-p50), respectively.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the devices or photographic evidence of the cst-10 devices of unknown lot numbers were not returned for evaluation. Manufacturing records: prior to distribution, all cst-10 devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown instructions for use and / label: the notes section of the instructions for use, ifu0005 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". " there is evidence to suggest that the customer did not follow the instructions for use as the customer used the device to gain access and the cst-10 devices as per ifu0005 "this device is designed to electrosurgically puncture a hole in the transgastric or transduodenal wall and into a pancreatic pseudocyst, when it is visibly bulging into the gastrointestinal tract " off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause for the customer complaint could be attributed to off-label use as the user utilised the cst device for access in order to use a dilation balloon, which would be considered off-label use as per the IFU a cst-10 device is designed to electrosurgically puncture a hole in the transgastric or transduodenal wall and into a pancreatic pseudocyst, when it is visibly bulging into the gastrointestinal tract. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-sep-2023.